Manufacturer narrative:
Result: cracked head left siderail panel.

Event description:
It was reported by service report that the head left siderail panel was cracked, with fluid intrusion, but no electrical shorts occurred. No pt involvement or adverse consequences were reported.